Manufacturer narrative:
Health care provider reported donor who has typed as c negative multiple times by serology (manual and automated, all immucor reagents) that is testing positive with hea. Molecular results tested multiple times with 2 different extractions.

Event description:
Donor who has typed as c negative multiple times by serology (manual and automated) that is testing positive with hea. Molecular results tested multiple times with 2 different extractions.